Event description:
The customer reports that the osp over washed four hbsag plates; the wash periods are in excess of 5 minutes, when the wash should be 3 minutes. Errors were generated on an internal trace and were not displayed on the screen or captured on the plate report. No death or serious injury was associated with this incident.